Event description:
It was reported to medtronic neurosurgery that the physician explanted the valve citing that it was not patent.

Manufacturer narrative:
The valve was patent and passed siphon, reflux and leak testing. The device performance met all established specifications for pressure-flow and pre-implantation testing. The conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was noted throughout the exterior and interior of the valve. The instructions for use that accompany the device caution that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.' A review of the manufacturing records was not possible as not lot number was provided. No impact to pt reported. All of valves are 100% tested at the time of the manufacture.